Event description:
This lead was removed due to subclavian crush. The leads were rubbing against each other over time. There were no adverse pt events reported. The hospital retained the device. Should add'l info be rec'd, this file will be updated.